Manufacturer narrative:
The technician replaced the brake caster at the head of the stretcher to resolve the issue.

Event description:
The technician alleged the brakes will not hold at the head of the stretcher. No pt impact.